Event description:
It was reported that metal shavings were coming out of the pin collet during sterile processing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, metal shavings, was confirmed. During testing the qc specialist visually confirmed metal wire shavings inside the device. Upon disassembly there was no internal component damage or excessive wear found; therefore, it is likely the reported event of metal shavings was due to user error or cleaning practices.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that metal shavings were coming out of the pin collet during sterile processing. There was no patient involvement and no adverse consequences associated with the device.